Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements at 7.5 volts at 2.0 ms. It was reported the patient experienced painful stimulus at the mid sternal area during rv pacing. Pacing impedance measurements and intrinsic sensing remained stable since the initial implant. Fluoroscopy confirmed the lead was still in the initial location which was high on the septum. A revision procedure was performed. During the procedure the lead was tested via the pacing system analyzer (psa) and was occasionally pacing the atrium. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.